Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the packaging of the implant was not fully sealed so on opening the bottle the implant was loose in carrier. Therefore, the implant fell on the floor as internal implant plastic carrier was not sealed, and the doctor was unable to place it. Procedure completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsx37b13, (tsx implant, 3.7mmd, 13mml) for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use, and was observed missing its original packaging, and vials. The tsx implant is not bundle with a carrier, but rather an alignment pin, which was missing / not returned. The implant was returned inside an autoclave bag. The reported coob complaint is non-verifiable since the condition of the product / packaging delivered to the customer is unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120027419. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120027419 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product / packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.